Event description:
It was reported that a patient experienced post-paced t wave oversensing on their implantable cardioverter defibrillator. On (B)(6) 2022, the patient's device was reprogrammed by the hospital's device technician. The patient was stable throughout.